Event description:
Information received from the field notes that the patient was seen for a routine follow-up with no complaints. The device interrogated normal and measured battery data was 2.54v, 18ua, 12 kohms. Attempts to program the patient data resulted in no output and the patient went asystolic. The patient began seizing and was about to be resuscitated when emergency vvi was pushed and the device began to pace. The patient was pacemaker dependent.